Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd pen needle, the needle was clogged. The following information was provided by the initial reporter: several pen needles would not complete the flow check.

Event description:
It was reported that while using an unspecified bd pen needle, the needle was clogged. The following information was provided by the initial reporter: several pen needles would not complete the flow check.

Manufacturer narrative:
H.6. Investigation summary: customer returned a total of 22 used 4mm, 32 gauge nano pen needles, originally provided alongside samples from (B)(4). No lot identification was provided. 17 of the 22 pen needles were observed to have bent cannulas on the patient side of the pen needles. The cannulas are bent both towards the base of the cannula, indicating that they may have experienced an unexpectedly high amount of force during use. The samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the pen needles. No clogs were found with the remaining pen needles. No DHR review can be carried out as lot number is unknown. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.